Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details and patient information. This information was requested and have not received any response.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).